Event description:
It was reported that the drug was not being delivered. The catheter access port was aspirated and there was no drug. The catheter connection seemed secure and was found to be difficult to remove from the pump. The catheter was aspirated once it was removed from the pump and the flow was perfect. It was reported that the pump connector was removed from the catheter and replaced. It speculated that the patient had already gone through withdrawal as she had not been receiving drug for a while, though there was no known withdrawal reported. At the time of report, there was no patient injury or adverse event. The device system was used to deliver infumorph.

Manufacturer narrative:
Product ID: 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2013 (B)(6), product type catheter product ID: 8835 lot# serial# (B)(4), product type programmer, patient (B)(4). Final analysis of the catheter segment found an indent in the bottom of the sc connector cup that was consistent with the inner diameter of the tip of the pump¿s outlet port. The indent area was located completely in the silicone material of the cup, which indicated that the connection between the connector and the pump may possibly have been occluded.